Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 189 mg/dl. The current sensor glucose value is 54 the sensor glucose and blood glucose is not within acceptable range. The customer got the threshold suspend and he calibrates the sensors and 3 hours later he got alarms again. The customer did not have time to fully troubleshoot. We found that the customer did not take the first calibration and so calibrated the pump. The customer was advised that when he did get time to call us back.